Event description:
This pt had an infection hip and surgery was scheduled to perform an incision and drain procedure. While exposing the joint, the surgeon wanted to change the femoral head and replace the poly insert with a crossfire processed poly insert. After removing the femoral head and acetabular insert from the pt, surgeon inspected both and felt like there may be signs of wear in the superior rim of the insert. He would like these pieces inspected to see if there is wear, and is it premature for this type of pt weight, activity level etc.